Manufacturer narrative:
Initial

Event description:
It was reported that a user with a dexcom g7 continuous glucose monitor (cgm) experienced a pairing failure to the ilet, characterized by intermittent communication failure, and support guided the user to toggle settings and restart the sensor to reattempt connection. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices, linked to intermittent communication failure, with device components referenced as electrical and magnetic elements including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.